Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event that there were exposed wires was confirmed. The device was thoroughly inspected for scorch or charred burns due to the reported event of sparking, which was not reproduced since the unit was not attempted to be turned on with the returned frayed power cord. During the initial investigation boot-up the unit was unable to power on due to frayed and exposed wires on the power extension cable and the power cord (refer to MFR # 3004936110-2023-01032 ). For the power cord investigation). The backplate of the device and power extension cable were removed, and a standard power supply was connected directly to the device and the device was able to power on and send reading successfully. No loss or interrupted power was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The customer reported that they saw sparks coming out of the patient electronic system (pes). The patient also reported that there were exposed wires on the cord that plugs into the power supply box. The patient stated that they saw sparks when trying to plug the power cord into the power supply. The patient reported no injuries. The pes was replaced. Related manufacturer reference number for the power cord: 3004936110-2023-01032

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.